Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed the following: impedance - high resistance/impedance and high battery impedance lead to elective replacement indicator (eri). Battery voltage - battery depletion indicated/eri and the eri was due to high battery impedance logged on (B)(6) 2010, prior to explant. Ramware version 8 was installed on (B)(6) 2010.

Event description:
It was reported that the device had a sharp drop in battery voltage and possibly reached elective replacement indicator (eri) early. The device will be explanted and replaced. No patient complications have been reported as a result of this event.